Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the device went into backup vvi mode immediately post-implant due to electrocautery exposure during procedure. Device download was performed successfully. Patient was asymptomatic throughout the process and will be followed normally.